Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead required repositioning due to a microdislodgement resulting in phrenic nerve stimulation. During the procedure, the lv lead was removed from the header of the device, however, when attempting to place the lv lead back into the header, the setscrew could not be engaged. The device was explanted and replaced with no further issues observed. The lv lead was successfully repositioned and remains in use. No patient complications have been reported as a result of this event.